Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of stent torn material. Upon receipt at our quality assurance laboratory, this polaris loop ureteral stent underwent a thorough analysis. Visual inspection of the device found that the stent shaft was buckled, which confirmed the reported event. The positioner was returned, however, the suture was not returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of stent torn material could not be confirmed. Regarding to the analysis performed to the returned device, it is possible to conclude that this issue could be caused by operational factors. If the positioner is advanced with excess force over the guidewire the stent can get buckled/accordioned resulting in a difficulty/unable to advance the stent to the target site. A conclusion code of adverse event related to procedure was assigned to this investigation. Correction to block h6: device code.

Event description:
It was reported that a polaris loop ureteral stent was used during a lithotripsy for left ureter under ureteroscope. During the procedure and inside the patient, the stent could not be delivered and became torn. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Device code a0414 captures the reportable event of stent torn material. Upon receipt at our quality assurance laboratory, this polaris loop ureteral stent underwent a thorough analysis. Visual inspection of the device found that the stent shaft was buckled. The positioner was returned, however, the suture was not returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of stent torn material could not be confirmed. Regarding to the analysis performed to the returned device, it is possible to conclude that this issue could be caused by operational factors. If the positioner is advanced with excess force over the guidewire the stent can get buckled/accordioned resulting in a difficulty/unable to advance the stent to the target site. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris loop ureteral stent was used during a lithotripsy for left ureter under ureteroscope. During the procedure and inside the patient, the stent could not be delivered and became torn. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
It was reported that a polaris loop ureteral stent was used during a lithotripsy for left ureter under ureteroscope. During the procedure and inside the patient, the stent could not be delivered and became torn. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of stent torn material.